Manufacturer narrative:
As reported in the literature article by chen xu, md, jiang li, md, jian-ting zhao, md, zhi-xuan zhang, md, guo-xiong xu, md, and yi-qi jin,; md safety and effectiveness of a sequential suture and plug vascular closure devices technique for large-bore access closure after percutaneous endovascular aneurysm repair (2023); the patient had a pulsatile mass lesion at the access site 24 hours after the procedure, and ultrasound confirmed a pseudoaneurysm. The patient was treated with a percutaneous thrombin injection and recovered before discharge. According to the feedback from sales representative, the lot number is unknown the surgeon used a modified arahkey technique with one suture device and two closure devices to close the 24f puncture point, which the director named pro arahkey technique. This technique has achieved excellent blocking and closing results in numerous cases. For this case of pseudoaneurysm mentioned in the article, the surgeon did a positive treatment without any serious consequences and the patient was discharged from the hospital. The director of the operation was very positive about the hemostatic effect of using the pro arahkey technique to seal large diameter puncture points and helped us to actively promote the new technique for the benefit of more patients. The device was not available to returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. If a pseudoaneurysm is not detected in time and treated appropriately, it can result in death. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. A pseudoaneurysm occurring during or after any catheterization procedure, especially after use of any extravascular closure device, is a well-known potential complication and is listed in the instructions for use (IFU) as such. Without return of the product or procedural films, the events could not be confirmed, and no determination of the cause could be made. However, based on the information available for review, the use of the device in a pro arahkey technique in order to close a 24f puncture site likely contributed the pseudoaneurysm reported as this is not the proper indicated use of the device and the exoseal vcd are only available up to 7f sizes. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the indication for use, ¿the exoseal vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ also, the IFU cautions, ¿serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Avoid the use of exoseal¿ vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. The exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process of the unit. However, the information available does not suggest a design or manufacturing-related cause for the bleeding event reported. Therefore, no corrective or preventive actions will be taken at this time..

Manufacturer narrative:
The event date remains unknown . A product history review is expected but not yet available. Zip code for initial reporter: (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by chen xu, md, jiang li, md, jian-ting zhao, md, zhi-xuan zhang, md, guo-xiong xu, md, and yi-qi jin,; md safety and effectiveness of a sequential suture and plug vascular closure devices technique for large-bore access closure after percutaneous endovascular aneurysm repair (2023); the patient had a pulsatile mass lesion at the access site 24 hours after the procedure, and ultrasound confirmed a pseudoaneurysm. The patient was treated with a percutaneous thrombin injection and recovered before discharge. According to the feedback from sales representative, the lot number is unknown the surgeon used a modified arahkey technique with one suture device and two closure devices to close the 24f puncture point, which the director named pro arahkey technique. This technique has achieved excellent blocking and closing results in numerous cases. For this case of pseudoaneurysm mentioned in the article, the surgeon did a positive treatment without any serious consequences and the patient was discharged from the hospital. The director of the operation was very positive about the hemostatic effect of using the pro arahkey technique to seal large diameter puncture points and helped us to actively promote the new technique for the benefit of more patients. The device will not be returned for evaluation.